Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4: reference MFR report : 1627487-2019-04624, reference MFR report : 3006705815-2019-01397, reference MFR report: 3006705815-2019-01398. It was reported that patient experienced infection at the anchor site. As a result, the anchors and leads were explanted on (B)(6) 2019. The infection has resolved.

Event description:
Reference MFR report : 1627487-2019-04624; reference MFR report : 3006705815-2019-01397; reference MFR report: 3006705815-2019-01398.